Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was scheduled for an tecnis monofocal intraocular lens (model zcb00 +20.0 diopter) explant in secondary surgical procedure from patient¿s left eye because of patient experiencing refractive surprise. Additional information was received, and it was learnt that lens was explanted as scheduled. Reportedly lens with model pcb00 and a smaller diopter of +17.0 was used as replacement for the patient. There was no incision enlargement, no vitrectomy, no sutures required. Patient was doing excellent post-operative. There was no other treatment or prescription provided by the doctor outside the normal post-operative treatment. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/80. Visual acuity post-op (post-replacement): 20/25. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.